Manufacturer narrative:
Investigation: samples received: none. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. We have conducted a review of the device history record of this product and no deviations have been found. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information is received a follow up report will be submitted.

Event description:
It was reported that the histoacryl was leaking. The reporter indicated that after opening the package it was found the glue (histoacryl) had leaked and hardened before using.